Event description:
The MFR received info alleging a high temperature alarm condition occurred and the ventilator was not delivering the tidal volume that was set. The device was in pt use. There was no pt harm or injury reported. The device has not yet been evaluated by the MFR. At this time we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the MFR's investigation is complete.